Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pocket infection and endocarditis. The entire system was removed and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.